Manufacturer narrative:
Evaluation summary: during product evaluation, a defective air in line printed circuit board (ail pcb) was confirmed. The ail pcb was defective and the whole pump head mechanism was replaced. The instrument was returned to the customer fully operational.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective air in line printed circuit board (ail pcb). There was no patient injury or medical intervention necessary. No additional information is available.